Manufacturer narrative:
Reported fault not confirmed. Device connected with a test console and stim test was performed with test patient stimulator and the device respond as expected when the probe is on the electrodes (nerves)and when it is not. Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(4), UDI#: (B)(4), product ID: nim4cpb1, serial/lot #: (B)(4), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that nim vital was providing false positive stimulus result even if the surgeon was stimulating on skin or non neural tissue. The facial nerve needle electrodes were changed but provided the same result. The equipment was changed to the nim 3.0 and was resolved. Surgeon mentioned that the equipment might not be reliable. The surgeon changed the facial nerve disposables and reapplied to the patient but with the same result and changed the machine to the older nim 3 at the end which resolved the issue. The procedure was completed with back up device with the extended time of 10 minutes. No known patient impact. On follow-up this issue is not occurred during the active stimulation. Nim vital was placed a meter away from the nearest electrosurgical equipment in the room when this issue occurs and the electrode was placed properly in neural tissue.